Event description:
Patient had an upgrade to an epicardial lead, of which then did not capture. It was later discovered that the lead was fractured. Physician capped the epicardia(l) lead and implanted a cs lv lead.